Event description:
During tka, when the surgeon was knocking in the tibial tray with the hammer, the distal part of the fixing screw on the tibial inserter was broken. About the length of 3mm from the distal end was detached. The surgery was temporarily stopped. The broken part was collected. After the uncontaminated condition was confirmed, the operation was re-started. This is the second product complaint on this instrument.

Manufacturer narrative:
Root cause- diameter of relief screw too thin for impaction force. Containment-none. Investigation details- after engineering review of the part and print, it was determined the diameter of the relief screw was too thin.